Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After pre-dilatation was performed with a 2.0 x 12 non-bsc balloon catheter, a 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the mid stent struts were pointing up. The procedure was completed with a 2.25 x 15 non-bsc stent. No patient complications were reported and the patient's status was fine.